Event description:
It was reported by the patient's mother that the patient had been in the emergency room and after performing an electrocardiogram, she were informed that one of the leads may not be working. The caller did not specify which lead. The caller indicated a surgical intervention may be required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. The physician's office was contacted but attempt(s) for additional in formation were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: product ID 4965-25, implantable pacing lead implanted: 2006-(B)(6); vedr01 implantable pulse generator (ipg) implanted 2006-(B)(6). (B)(4).